Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, gaia. Guide catheter: hyperion. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat an eccentric, chronic total occlusion in the distal circumflex artery with mild tortuosity, heavy calcification and 100% stenosis. A 2.0x12 mm rx tenku balloon dilatation catheter (bdc) was used for pre-dilatation. A 2.75x15 mm nc tenku bdc was advanced for additional dilatation and resistance was felt with the patient anatomy. The balloon ruptured on the first inflation at 8 atmospheres. The bdc was removed and replaced with a non-abbott bdc. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.